Event description:
It was reported that stent damage occurred. The target lesion contained less than 45 degrees bend. Pre-dilatation was performed resulting to 75% residual stenosis. Following pre-dilatation, a 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal region were pulled distally and bunched. The stent moved 7mm distally from between the markerbands. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found a hypotube kink located 60.7cm distal from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion contained less than 45 degrees bend. Pre-dilatation was performed resulting to 75% residual stenosis. Following pre-dilatation, a 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.